Event description:
It was reported that the ventilator display was black. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
Date of report: (B)(6) 2018. Date received by manufacturer: 08/20/2018. Correction: the q21 pin 2 source, pin 3 drain and pin 1 gate internal shorted, causing the screen to be dim and not visible.

Manufacturer narrative:
The field service engineer was dispatched to evaluate the device. The reported condition was verified. The power management (pm) printed circuit board (pcb) and motor controller (mc) pcb were placed to address the issue. The ventilator passed all test and operated within the manufacturing specifications.